Event description:
A us distributor contacted zoll to report that a patient developed tremors under the lifevest equipment. The patient described the area as body tremors. There was no alleged device malfunction contributing to the tremors. The patient¿s physician ended use for the tremors. The outcome of the tremors is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.